Event description:
It was reported that the patient presented with a hematoma a few days after the implant. The patient was hospitalized to resolve the hematoma. After it was resolved, the system was explanted and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk analysis found no anomalies.